Event description:
Product was placed in a microwave for heating. Product was not placed in the wrap prior to heating. Product was allowed to sit for one minute prior to placing in the wrap. Consumer sat the product on top of their right knee and the package inside the wrap immediately burst, causing the hot liquid to burn their leg. Consumer went to the doctor for burn treatment.